Manufacturer narrative:
This report is for an unknown matrix pedicle screw/unknown lot. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an extension surgery on (B)(6) 2016. During surgery, while attempting to remove a locking cap, the head of the matrix pedicle screw broke off just above the threads. The set screw rod and tulip all stayed together. The broken part of the screw was able to be removed with needle holders. The procedure was completed successfully with no additional medical intervention. This report is for an unknown matrix pedicle screw. This is report 1 of 1 for (B)(4).